Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of light sensitivity two months post lasik procedure. Patient complained of extreme sensitivity when outdoors. Reporter indicated the patient was prescribed a bromfenac ophthalmic solution, and is continued to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.